Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the reported allegation that experienced insufficient stimulation from the ipg, which was accompanied by detected impedance issues was not confirmed, as communication with the ipg could not be established upon receipt of the report. However, a review of the product labeling revealed that the reported events are known risk associated with the use of spinal cord stimulation. In addition, the investigation found that the application-specific integrated circuit (asic) chip was damaged during the explant procedure. This type of damage is usually due to the ipg being exposed to external high-voltage or high-current transient sources. The returned spinal cord stimulator lead was analyzed and unable to confirm the as reported observations with testing of the product return. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient had an impedance on the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074575. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074565. UDI: (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient had an impedance on the implantable pulse generator (ipg). It was noted that patient's spinal cord stimulator lead was stuck up at the ipg and the end of the lead had broken off. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively.